Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6). Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable, as confirmed by the clinical specialist. Troubleshooting attempts have been unable to provide resolution. Patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the 3660 ipg and replace it with a new 3660 ipg. Effective therapy was restored post-op.